Manufacturer narrative:
Covidien investigation confirmed a burnt odor of the unit, however, there was no trace of smoke, a power supply failure confirmed with a failed capacitor. The power supply has been returned to the MFR for continued eval. (B)(4).

Event description:
Covidien received a report of smoke and a burnt odor from a unit. No pt involvement was reported.